Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5139841. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while a radiology technologist was placing a bd insyte¿ autoguard¿ shielded IV catheter, the catheter broke off from the catheter hub and remained inside the patient. The patient received an x-ray under fluoroscopy and a CT scan but the broken catheter was not visualized. The reporting facility did not have any additional information regarding whether or not any further medical care was provided to the patient.